Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported that they believed the infusion sets had occluded cannulas. The customer changed the infusion set once or twice per day because they experienced high blood glucose levels. Customer's blood glucose level was 443 mg/dl. The device was not returned.